Event description:
It was reported that post surgery, the patient had excessive bleeding that resulted in a hematoma. The patient stayed additional days in the hospital to monitor the hematoma. The hematoma was later removed from underneath the device and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) device was returned and analyzed, but no issue identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the device was explantedand replaced due to normal battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was inadvertently submitted incorrectly for hematoma. The correct device was reported in regulatory report 3004209178-2018-28235. If information is provided in the future, a supplemental report will be issued.